Event description:
Noted that anti reflux valve was inserted backwards. Pt vomited & aspirated. Thought likely due to pt. Very large & laid flat while positioning. Neither packaging or valve indicate which is correct way to insert. Would be helpful if product was marked as such.